Event description:
Additional information was received from the patient's healthcare provider (hcp): it was reported that the patient was reprogrammed on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported that she started basic evaluation on (B)(6) 2016 and was ending on (B)(6) 2016 if not sooner. She had bi-lateral lead placement. She had a good 1st 24 hours and today she had blood and lodline on her underpants. She also suddenly became incontinence (change in symptom control) and leaked a large amount of urine. She felt a tingling on the left buttock when she got off the toilet and again when she got out of the car she felt the lead pull. Patient services had patient changed sides so that the trial was not wasted being off. Patient was told to turn stim off and do not use the left lead since it moved and there were issues. The healthcare provider (hcp) has been notified.